Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. It was noted on (B)(6) 2015, the minimum rv pacing impedance measured to 192 ohms. From (B)(6) 2015, the trend was 192-296 ohms. Impedance at implant was 307 ohms, with a lifetime maximum of 339 ohms. The trend is fairly level and the data does not appear to be falling. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a radiofrequency ablation procedure and a right ventricular (rv) lead impedance warning alert was observed following the procedure, which revealed a low impedance measurement on the day of the ablation procedure. A few days following the procedure, the rv impedance warning was still being observed, and at that time, it was indicated the rv lead had started to show a decrease in impedance measurements a few years prior. A possible insulation rupture was suspected. The rv lead remains in use and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.